Event description:
The customer reported the mx40 telemetry device has a speaker malfunction error message.the device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported the mx40 telemetry device has a speaker malfunction error message. The customer is unable to confirm if the device has audible sound. The device was in use on a patient. There was no report of patient or user harm.